Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 531 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The daily totals matched with the bolus and basal rate delivery totals. Found no delivery, as well as other alarms in the alarm history. The customer felt that the insulin pump was functioning properly and did not want to continue troubleshooting. Nothing further was reported.